Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,at sigmoidectomy, they inserted the handle in the shell, however a communication error between handle and shell occurred and the device became unusable. They inserted a handle to the new shell, however the same event occurred. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.